Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this recently implanted pacemaker and right ventricular (rv) lead have exhibited ventricular undersensing since implant. Technical services (ts) recommended further lead evaluation and chest x-rays. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this recently implanted pacemaker and right ventricular (rv) lead have exhibited ventricular undersensing since implant. Technical services (ts) recommended further lead evaluation and chest x-rays. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that reprogramming was performed on this pacemaker system to address undersensing. This pacemaker system remains in service, and no adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.